Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including self-testing, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The pads used during the report were not returned as part of the investigation. The customer was contacted to identify and return the pads; however, no response has been received at this time. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.